Event description:
Iab was indicated due to low cardiac output post operation. During sheathed insertion into left femoral artery, resistance was met when spring wire guide (swg) was passed through central lumen. Physician exchanged assembly. Upon removal, a kink was noted in central lumen which caused difficulty w/swg passage. There were no reported pt complications.